Event description:
It was reported that the cap remained stuck in the adapter of 4 of the bd vacutainer® 9nc buffered trisodium citrate blood collection tubes, causing blood to leak from the tubes during use.

Manufacturer narrative:
H.6. Investigation: bd received samples and photos were provided by the customer facility for investigation. The samples and photos were evaluated and the customer's indicated failure mode for stopper pullout with the incident lot was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Based on evaluation of the customer samples and photos, the customer¿s indicated failure mode for stopper pullout with the incident lot was not observed. The photos did not identify a specific product issue. Based on the investigation, a root cause could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the cap remained stuck in the adapter of 4 of the bd vacutainer® 9nc buffered trisodium citrate blood collection tubes, causing blood to leak from the tubes during use.